Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of approximately 500 mg/dl; cause was unknown. A correction bolus via the pump was delivered to address elevated bg. Reportedly, customer reverted to an alternate pump for insulin therapy.